Event description:
It was reported that during a total gastrectomy procedure, blade error occurred. Active blade broke when tried to reset. Another like device was used to complete the case. There was no pt consequence.